Event description:
It was further reported that as per death certificate the cause of death was metastatic prostate cancer and patient died at home.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem and other relevant history - updated. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01972. (B)(4). It was reported that death occurred. In (B)(6) 2013, the patient presented due to unstable angina and silent ischemia. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 80% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00x16mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The target lesion # 2 was a de novo lesion located in the second obtuse marginal branch (om) with 95% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died at the hospice care and the cause of death is unknown.